Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor gave unspecified scan readings which were higher than how the customer felt. The customer subsequently experienced shaking, seizure, and loss of consciousness, and was taken to a hospital. The customer was hospitalized, a brain scan was done, and customer treated with glucagon for a diagnosis of hypoglycemia. The customer was still in hospital at time of report. There is no report of death or permanent injury associated with this event.